Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a current, fall-off and te recognition test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the electrode belt sn (B)(4) failed a current, fall-off and te recognition test. The cause for the test failures was isolated to a shorted esd700 component on the distribution node pca board. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.